Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Label review was not performed no user error was suspected. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report air bubbles in the patient line while on the homechoice device after prime. The technical support specialist arranged for a swap and advised the homepatient to call peritoneal dialysis registered nurse (pd rn) for therapy advice for that night. Follow up with the nurse revealed that the home patient did not develop any adverse event or require any medical intervention. The nurse stated the home patient is currently performing therapy without any complications. The nurse also stated that the issue was resolved by swapping the device.